Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1809901 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of the completion of the engineering evaluation.

Event description:
As reported, a mynxgrip vascular closure device (vcd) was used and hemostasis was not achieved.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, a mynxgrip vascular closure device (vcd) was used and hemostasis was not achieved. A non-sterile 5f mynx grip vcd involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The device was returned with the procedural sheath pull back against the shuttle handle. The advancer tube and sealant were not returned. It was noted that the core wire was curved as received. The condition of the returned device indicates that excessive tension was applied on the device during the procedure. The shuttle cartridge and the catheter were inspected for anomalies. No anomalies were observed. Visual inspection at high magnification found that the balloon¿s distal tip was severely inverted. A device history record (DHR) review of lot f1809901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since the sealant and advancer tube was not returned for analysis. However, the exact cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and the product investigation, handling factors (such as excessive tension) may have contributed sealant not being deployed at the arteriotomy, or the excessive tension may have dislodged the sealant from the arteriotomy as evidenced by the curved core wire and severely inverted distal tip of the balloon. If excessive tension is applied to the device during deployment; this can cause a tenting effect on the vessel, which allows the sealant to be deployed away from the arteriotomy when tension is released, thus allowing blood to flow around the sealant. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.